Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient noticed a skin reaction at the site on the arm where the sensor had been inserted. After removing the sensor, he experienced a burning and painful sensation at the same location. Later that day, the area became inflamed and developed into a raised bump. On the following day, (B)(6) 2026, the bump had significantly increased in size, reaching approximately the size of a baseball. The patient also reported a loss of arm function due to the severity of the burning sensation. Due to these symptoms, he sought medical attention and visited an urgent care facility on the same day. At the urgent care facility, the attending physician evaluated the affected area and advised against draining the bump due to the risk of causing further damage to the infected site. The patient was prescribed an oral antibiotic cephalexin 500 mg, to be taken twice daily for one week, as well as an unspecified topical numbing cream. The patient remained at the urgent care facility for observation for one day. At the time of the call, the affected site has improved and is now healed. There was no documentation of further medical intervention. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.